Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call requesting assistance in programming the insulin pump. Customer's blood glucose was 90 mg/dl. The customer was reminded to review pump settings on previous pump prior to programing the replacement. The customer was advised to follow up with health care provider if current settings need to be changed. The customer was assisted in programming time/date, bolus wizard, fixe primed, meter ID, alert type, max bolus. The customer was helped and programmed and confirmed all settings are correct.